Manufacturer narrative:
Product has been rec'd by manufacturer, however, the investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: circuit has splitting and cracks in the corrugated tubing at the pt wye. No pt injury reported.